Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6). Patient information: no further information was provided.

Event description:
The customer obtained falsely elevated alinity c magnesium results. On (B)(6) 2022 sample ID (B)(6). Generated an initial result of 3.35 mmol/l and repeat of 0.86 and 087 mmol/l. No impact to patient management was reported.

Event description:
On 29-mar-2022 the customer provided two additional falsely elevated alinity c magnesium results: sample ID (B)(6): (B)(6) 2022 initial 3.90 mmol/l and repeat 1.01 mmol/l; sample ID (B)(6) : (B)(6) 2022 initial 3.90 mmol/l and repeat 0.76 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Section b5 was updated to include two additional falsely elevated alinity c magnesium results. Section a1 patient identifier: multiple = (B)(6). Investigation of the customer's issue included review of complaint activity, trending data, labeling and device history records. Return testing was not completed as returns were not available. Review of the complaint information indicates quality controls were acceptable during the period the falsely elevated result was generated and retest of the samples generated the expected results. Review of complaint and trending data did not identify any issues or trends. Device history records were reviewed and did not identify any related non-conformances or deviations. Additionally, labeling was reviewed and sufficiently addresses the complaint issue. Based on this investigation, no systemic issue or deficiency was identified for the alinity c magnesium reagent lot.